Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that a boston scientific representative (rep) contacted boston scientific technical services (ts) to review a specific stored ventricular tachycardia (vt) episode. The rep noted that this patient has a history of slow vt with symptoms. No specific symptoms were reported. Ts review indicated that there were occasional atrial beats that occurred in the programmed blanking period. This resulted in this implantable cardioverter defibrillator (ICD) device undersensing these atrial beats such that the sensed ventricular rate was greater than the sensed atrial rate. When that criteria are met, the device delivers therapy. Ts noted that from the onset, the atrial and ventricular rhythms appeared to be disassociated. Anti-tachycardia pacing (atp) therapy was not initially effective but then a subsequent atp therapy burst converted the rhythm but only for a few seconds. A 41 joule shock was then delivered by the device, which accelerated the rhythm into the ventricular fibrillation (vf) zone and a second 41 joule shock ultimately successfully converted the rhythm and the episode ended. Ts discussed that a smaller energy shock, like an 11 joule shock, may be effective and reduce the potential for accelerating the rhythm. The rep indicated that they will discuss this with the physician prior to the upcoming device replacement procedure. The ICD device was subsequently explanted and replaced three (3) days later as part of a therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.